Event description:
It was reported that the patient presented for left ventricular (lv) lead implantation. It was noted during procedure that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received noted that the right atrial (ra) lead exhibited noise before the procedure.